Manufacturer narrative:
Investigation visual inspection scratches on the outer housing of the progav 2.0 valve as well as multiple deformations were observed through the visual inspection. No significant deformations or damage of the valves of the shunt assistant were detected. Permeability test a permeability test has indicated that the progav 2.0 valve is permeable; however, the flow was slower than expected indicating a possible partial blockage. The shunt assistant was shown to be permeable. Adjustment test the progav 2.0 valve was tested and adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, the breaking forced required was slightly outside of tolerance. All other specification were met. We have dismantled the valve. Inside both valves, we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. Both valves were shown to be permeable (albeit at a reduced flow rate for the progav 2.0). However, it is possible that the deposits observed inside the valves could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Implant date: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "blockage occurred, therefore the product was removed and the procedure was completed by using fx419t." On (B)(6) 2019, it was clarified that the patient experienced symptoms on (B)(6) and the device was explanted on (B)(6). When the additional information is received a follow up report will be submitted.